Manufacturer narrative:
E1: (B)(6) hospital. E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the screen becomes noised due to a torn charged coupled device (ccd) objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a noisy image. The event occurred during maintenance. There were no reports of patient involvement.